Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode and the inclusion of the vector showed oversensing and a shift in the baseline. A xray was performed and showed that the electrode was almost retracted to the device pocket. Subsequently, the system was disabled. This electrode was dislodged and resulted in a twiddler syndrome. The system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode and the inclusion of the vector showed oversensing and a shift in the baseline. A xray was performed and showed that the electrode was almost retracted to the device pocket. Subsequently, the system was disabled. This electrode was dislodged and resulted in a twiddler syndrome. The system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead were noted, melt marks in outer insulation were likely due to explant electrocautery damage. Additionally, there were noted tears in the boot insulation due to the lead being extremely twisted. Visual inspection revealed benign cracks in the polycin vorite notch area next to the sense b electrode notch area. The cracks did not extend into insulation. Fractured sense a and 1 hv conductor was observed via xray in multiple places due to the lead being extremely twisted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.